Manufacturer narrative:
The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "minimum amount of liquid around the implants".

Event description:
Patient reported left side "hardening", "pain", "increased size", "radial folds", "minimum amount of liquid around the implants". The device remains implanted.